Event description:
It was reported that the patient experienced sensations in extension tract twinging. Impedances were tested and were in range. The outcome was ongoing. No actions were taken and no hospitalizations related to the event. The etiology was programming/stimulation. There was an undesirable change in stimulation. The patient had a twinging sensation from implantable neurostimulator (ins) to extension/lead connection if it turned heads to left when the device was stimulating. The severity was mild.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v021705, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v021705, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).